Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implanted: (b)(64) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was pacing and sensing the right ventricle (rv). A chest x-ray confirmed the ra lead dislodged and was in the rv. The ra lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.